Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2022, it was reported that during insertion of new infusion set, the infusion set's tubing came apart at the site location. The site location was patient's abdomen, and the pump was along the abdomen handle. Moreover, the expiration date of the infusion set is (B)(6) 2023. Reportedly, the infusions were stored in dry, normal cool temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.